Manufacturer narrative:
Device passed displacement test and self test. Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. No frozen screen and ramping numbers noted on the display. The keypad connector was inspected and fully locked on lcd board. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call the insulin pup had keypad anomaly and frozen display. The customer's blood glucose was 206 mg/dl. Customer stated that the scroll bar was moving with no input. Customer stated that there was no response from any button. Customer reported that the time clock was not advancing. The customer was advised to discontinue use of the insulin pump, revert to a back up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.